Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During patient follow-up, the physician did not succeed to consult aida data. There was a error message on the screen. After 2 attempts, the physician, finally, succeeded to access data.

Event description:
During patient follow-up, the physician did not succeed to consult aida data (without smartcheck). There was a error message on the screen. After 2 attempts, the physician, finally, succeeded to access data .

Manufacturer narrative:
Expertise file analysis confirmed that 2 pacemaker interrogation sessions abruptly ended on (B)(6) 2022, resulting in the impossibility to read data. The exact origin of the issue could not be determined with certainty. However, it is suspected that it resulted from a software issue linked to a microsoft tool (mfc library) that is used to display the user interface of the programmer software. The root cause of this software issue could not be identified. No issue is suspected on the pacemaker.